Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned condition indicated that the thumb advancer was fully deployed and the safety release mechanism was not activated as reported. Inspection indicated that the device was fully clip-deployed; however, the clip was captured within the bent locator wings. The flex-guide was carved at the proximal end by the delivery tubeset when depressing the plunger to deploy the locator wings and initiated the thumb advancer deployment and sheath splitting. Flex-guide carving would create resistance to the thumb advancer deployment; however, the returned condition indicated that additional force was applied to complete the thumb advancer stroke. Subsequently, as the thumb advancer was advanced against resistance, the garage leaves of the delivery tubeset became disrupted and punctured into the sheath, resulting in a torn and stretched sheath. A long piece of the sheath was detached at the proximal end and coiled within the tubeset as the tubeset was distally advanced. The stretched portion of the sheath bundled up at the distal end of the device, preventing the wings from collapsing when depressing the deployment button. Because the wings did not collapse, the clip got caught within the locator as observed. The instructions for use (IFU), under the closure procedure section, states: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. The observed damage was consistent with difficult device removal; however, this was not reported. Instead of utilizing the access ports and safety release to facilitate the device removal as instructed in the IFU, the returned condition indicated that the device was forcibly pulled out of the patient anatomy. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. The root cause for damaged sheath and locator wings that captured the clip is advancing the thumb advancer against resistance. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - the operator was untrained. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer could not be completely advanced. In accordance with the instructions for use, the safety release mechanism and counter traction was used to successfully facilitate device removal. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.